Manufacturer narrative:
Reported event: an event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted trident shell with the presence of biological matter. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: rejected, need clinical, past medical history, follow-ups, revision op report, serial x-ray images and examination of components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including 'clinical, past medical history, follow-ups, revision op report, serial x-ray images and examination of components' are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to aseptic loosening of the shell. A 56e tritanium hemispherical cluster hole shell and 36e poly liner were revised to competitor devices.